Manufacturer narrative:
Manufacturer's investigation conclusion: the reported replace controller alarm was confirmed via log file analysis. The heartmate 3 system controller (B)(6) was returned for analysis in unremarkable condition and a log file was downloaded for review spanning approximately 10 days (07nov2021 ¿ 15nov2021, 16dec2021 per timestamp). Events on 16dec2021 are from product testing at abbott. Beginning on 15nov2021 at 02:32:02 until 15:32:47 there were multiple controller internal fault alarms, and these were coincident with ebb test circuit faults. These alarms did not clear until the driveline was disconnected for a system controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate 3 system controller was tested and passed all stages of testing with no issues. The controller was able to run on a mock loop for an extended duration without issue and no alarms were reproduced. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including replace controller alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was awakened by system controller alarm and display text to "replace system controller". The patient called the hospital and was transferred there via ambulance. Upon examination it was noted that the pump was running and the controller showed the reported alarm. The controller was exchanged to the patient's backup controller and the issue resolved. The patient was discharged to home and suffered no adverse effects. The pump was running during the entire event.